Manufacturer narrative:
Evaluation results: (death).

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal rca. Pt was asymptomatic / free of symptoms at 30 day follow up, 6 month follow up and 1 year follow up. A sudden cardiac death is reported to have occurred at pt's home approximately 16 months following index procedure. It is reported that death was not associated with an mi, and there was no evidence of stent thrombosis. It is reported that death occurred without chest pain or other symptoms prior to event. There is no ECG or angio. Autopsy report is not available. Investigator has indicated that event was not related to the study stent.